Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that the patient underwent removal of mesh sling, removal of pessary trachelectomy, uterosacral ligament suspension, and cystoscopy on (B)(6) 2011 due to stage 2 pelvic organ prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to rectocele, cystocele, and uterine prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported that patient experienced erosion and underwent partial mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06880. The same patient is represented in each medwatch.